Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display on lcd board. The insulin pump had moisture damage keypad trace. The insulin pump had moisture damage and corroded motor home switch. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer had a low reservoir alert and went to rewind. Customer now has a blank display and the pump is beeping. Customer's blood glucose was 97 mg/dl at the time of the incident. Customer stated that the pump was not dropped. Customer was using a duracell battery. Customer stated that the battery compartment was not damaged or corroded. Customer inserted a new battery and stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.